Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating that at the level of the "interchevet", the red alarm pop-up appeared, but not the audible alarm. The customer requests log analysis. The event occurred on 26nov2024 between 4pm and 6pm. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) received the logs from the patient information center ix. In the logs, the rse could see that the alarm was triggered in room 135 and that the popup window was triggered on the monitor of room 136 (monitor mx750-04). The sound of the alarm was triggered at the central station, but the logs do not indicate if the popup tone is triggered or not so the rse was not able to confirm if it was audible at that time. The rse could confirm that the popup of the inter-stop was present on the monitors. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed during log review but could not be ruled out at the time the issue was discovered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction to box d: FDA product code.